Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, kbr191, infinitytm anteromedial guide r 9/10mm was being used on (B)(6) 2022 during an anterior cruciate ligament reconstruction procedure and ¿instrument broke during surgery¿. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. The procedure was completed with an alternate infinity guide. Further assessment found there was no delay to the procedure and the device broke with no contact to the patient. The patient status was reported as having ¿no issues.¿ this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿instrument broke during surgery¿ is confirmed. The device will not be returned for evaluation; however, the provided photographic evidence exhibits the reported event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 14 reports, regarding 14 devices, for this device family and failure mode. During this same time frame 1,827 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect instruments following use to ensure device integrity is intact. There should be no loose, broken, or missing parts. Do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Do not use improperly or with excessive force, as accuracy may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, kbr191, infinitytm anteromedial guide r 9/10mm was being used on 22feb22 during an anterior cruciate ligament reconstruction procedure and ¿instrument broke during surgery¿. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. The procedure was completed with an alternate infinity guide. Further assessment found there was no delay to the procedure and the device broke with no contact to the patient. The patient status was reported as having ¿no issues¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.